Event description:
Patient had sign nail fixation of right femoral fracture over one year ago, but defaulted from follow-up. Patient x-ray shows non-union of proximal fracture site with broken nail at the non-union site. Post-op view shows an exchange nail procedure had been done to correct the non-union and replace the broken nail. Surgeon states that patient denies any further trauma occurred. Cause: non-union of over 1 year with some degree of patient weight bearing and unknown further trauma. No indication of product defect.